Event description:
I had the essure procedure done (B)(6) 2008. The procedure was unsuccessful. One coil was placed and one was missing. Following this procedure had excruciating abdominal pain, heavy periods, fatigue. Several ER visits and quick care visits from the pain. Depression and anxiety followed and ended up on disability and unable to work in 2011.